Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced elevated blood glucose following an overnight disconnection of the infusion set tubing from the anchor after completing a full supply change. Prior to the supply change, a low blood glucose value of 66 mg/dl was documented. The user experienced symptoms of hypoglycemia, which were treated with oral glucose tablets. Assistance was provided to perform a complete replacement using a 23 in, 6 mm contact detach set. No additional symptoms were reported. Following the replacement, the user experienced temporary hyperglycemia; however, the blood glucose later measured 117 mg/dl. The hyperglycemic event did not require outside assistance or medical intervention. Customer support conducted troubleshooting and provided education regarding proper supply replacement procedures and monitoring. Investigation determined that the infusion set had not been properly attached, resulting in loss of insulin delivery due to an incorrectly deployed set or unsecured connector. Based on previously established findings for similar reports, it was concluded that user technique contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.